Manufacturer narrative:
Visual inspection performed by r&d project manager two screws broke in the area under the neck, compatible with flexional fatigue. It is possible that the conditions reported in the clinical evaluation led to excessive stress on the implants and the consequent breakage.

Event description:
Revision surgery about 1 year and 2 months after the primary surgery due to the breakage of two must mc screws on the l5 segment. The primary surgery involved two segments: l4-l5. There was no reported fall or clearly identified trauma. The patient experienced pain at the beginning of this year. X-rays revealed the breakage of one screw, although the surgeon was unable to locate the second breakage. During the surgery, both broken screws were observed, both located on the l5 segment. Both screws broke at the junction of the head and the body of the screw. No osteointegration of the screws in l5.

Manufacturer narrative:
Batch review performed on 22 march 2024. Lot 2224955: (B)(4) items manufactured and released on 19-jul-2022. Expiration date: 2027-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: revision surgery was performed 14 months after a primary l4-l5 circumferential stabilization using screws, rods (must mc system, polyaxial cannulated screws), and a competitor intervertebral cage. The reason for the revision was the bilateral breakage of the l5 screws. The patient reported pain and underwent a follow-up x-ray examination in (B)(6) 2024, which revealed the breakage of the right l5 screw (while the left l5 screw breakage was detected intraoperatively). The x-rays additionally indicate the l4 screws appear to be slightly short and it is challenging to discern signs of osseous fusion. Pedicle screws often suffer fatigue fractures when fusion did not take place and the device is continuously stressed: this is likely to be the clinical cause for fracture, but based on the information available, it is difficult to determine the cause of the lack of fusion (the biological characteristics of the patient may also play a role). Preliminary evaluation performed by r&d project manager: according to the pictures received, two screws broke in the area under the neck, compatible with flexional fatigue. It is possible that the conditions reported in the clinical evaluation led to excessive stress on the implants and consequent failure.